Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The surgeon reported a system message displayed during set up. The system message could not be cleared. Two cases were canceled. The patients were not prepped. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The company service representative found the cassette linkage pin had loosened and fallen onto the pressure transducer pcb causing the system message reported. The hardware was re-installed. The system was then tested and met all product specifications. (B)(4).